Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 108.03mcg/day; lot cs0091c) via an implantable infusion pump. The patient also took 23 other medications other than the intrathecal lioresal. Patient history included intractable spasticity, other spasticity, dystonia, seizure disorder, bradycardia, and aicardi's syndrome. On (B)(6) 2015 the patient presented to acute care obtunded. It was suspected that the patient was septic. The patient was admitted to the intensive care unit (ICU). They were going to perform a lumbar puncture (lp) on the patient but the hcp wanted them to access through the catheter access port (cap) to obtain spinal fluid. They aspirated 6ml from the cap and primed the catheter with drug. Per the hcp, the symptoms were not related to the intrathecal lioresal therapy. Patient outcome was unavailable at the time of the report. Additional information has been requested, but was not available as of the date of this report.